Manufacturer narrative:
(B) (6). The device was received. Investigation is not complete. (B) (4). (B) (4)

Event description:
The customer contact reported unrestricted flow. At an unspecified time, the device was programmed to deliver an unspecified concentration of heparin. No specific programming parameters were provided. The customer contact reported that the patient was undergoing a cardiac stent placement procedure. After the device was powered on, unrestricted flow was noted in the drip chamber and the device was immediately powered off. The customer contact reported the nurse "did not believe a significant amount of medication reached the patient." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.